Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level that ranged from 700 mg/dl to 800 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and lispo insulin and was released from the hospital the following day with no known permanent damage. Reportedly, health care provider (hcp) alleged the carbohydrate ratio was "incorrect" and needed adjustment. Additionally, customer alleged the infusion sets were not delivering insulin as intended. Customer was unable to provide further information regarding settings and insulin delivery and adjusted carbohydrate ratio to resolve the issue. Recommendation was made to discuss diabetes management with a health care professional.